Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports no channel ID on their 8100. Failure device type: failure problem type: failure mode: case resolution: customer stated they replaced both iui's with no change. Informed customer this is most likely due to the motor control board. Recommended sending in for repair. Customer will call back with a po to send in for repair. Ended call. Ref: (B)(4).